Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic during follow up with a device was post-sensed t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were discussed. No further information was available.